Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2007. Subsequently, patient was revised (B)(6) 2013 due to fracture of the stem. The stem, liner, and head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Product remained unidentifiable. Evaluation of the device evidence of multiple fracture origins. Post-fracture damage resulted in inability to determine root cause.